Event description:
It was reported that during a cystectomy, the staple formation was not good; partially stapled and partially not. Used a new similar device to finish the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 12/04/2007. Information anticipated, but unavailable at this time.